Event description:
It was reported that stent foreshortening occurs. The physician stated that with longer synergy stents, such as the 4.00 x 38 synergy ii, the stents shorten when expanded with more pressure to the stent diameter limit. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6) h6 evaluation conclusion codes: corrected.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that stent foreshortening occurs. The physician stated that with longer synergy stents, such as the 4.00 x 38 synergy ii, the stents shorten when expanded with more pressure to the stent diameter limit. No patient complications were reported.